Event description:
Complainant alleged that the staff was pacing a 61 year old male patient, using multi-function electrodes, for 3.5 hours when they discovered that the patient had received two burns that measured one centimeter each. The burns were black and brown in color. The device's ppm and ma settings were not provided to zoll. The pt subsequently expired, but the complainant indicated that the pt outcome was attributable to the pt conditon, and not as a result of the alleged malfunction.